Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a new replacement battery cap was received but has only worked properly for a month. The insulin pump continues to alarm low battery and the new battery cap did not resolve the problem. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting found that there is also a scratch on the pump display screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the pump would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was monitored for several days. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart and off no power tests. No unexpected off no power anomalies were noted. No unexpected low battery alarms noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.